Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2025. On (B)(6) 2025, the patient experienced pain, redness, and swelling at the needle puncture location. He experienced a fever that led the parent to bring him to the emergency department (ed), where the healthcare provider evaluated the site, removed the sensor, noticed an infection, cleaned the area, and admitted him for inpatient treatment of the infection. The reporter did not specify the details of the hospitalization. The patient was discharged two days later on (B)(6) 2025, in stable condition. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.